Manufacturer narrative:
The previous report incorrectly stated the reporter country field (under the adverse event information tab). This report has corrected it.

Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received reports alleging that the patient experienced damage to the lung tissue, shortness o breath and fear of serious injury. No specific medical intervention was mentioned. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.